Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is complete.

Event description:
Customer states the device's battery eject button is not working and battery is stuck in the unit. No pt involvement reported. No report of battery not functioning.